Event description:
It was reported that during the implant procedure, it was noted that the device had an unexplained power on reset and had exceeded useable shelf life date. The device was not removed from the packaging. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device was returned still in the package. No anomalies were found.